Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found verified the reported issue. The se replaced the back up power supply printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, an 840 ventilator generated a constant alarm. The ventilator was not in use on a patient at the time the event occurred.